Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced premature ventricular contraction (pvc) which induced atrial fibrillation (af). The patient received a shock which successfully converted the rhythm. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced premature ventricular contraction (pvc) which induced atrial fibrillation (af). The patient received a shock which successfully converted the rhythm. The device remains in service. No additional adverse patient effects were reported.